Event description:
It was reported that the devices frequently shuts down going up hills and will come to a complete stop. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the devices frequently shuts down going up hills and will come to a complete stop. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not evaluated by a stryker field service technician to determine the root cause. H3 other text: device not accessible for testing.